Event description:
It was reported that the "battery feels warm in the pocket". The pocket is warm to the touch with no redness or swelling. The atrial lead is unable to sense p-waves and threshold has been unstable since implant. The device was reprogrammed to vvi. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.